Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was resolved with assistance from technical support, who provided pump reset information. The customer successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear.